Event description:
Noted during nephrology procedure that the davinci vessel sealer robotic instrument was leaking an unknown white substance from the pulley area near the jaws of the instrument. Instrument was removed from procedure and issue was reported to davinci.